Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016: litigation received. Litigation alleges pain, inflammation, discomfort, and elevated metal ion levels. On (B)(6) 2015: pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated osteolysis and pseudotumor. No labs were provided for the alleged high metal ion levels.

Event description:
Update may 07, 2017: legal medical records received. In addition to what was previously alleged, litigation alleged difficulty ambulating. There is no new information added that changes the MDR decision. This complaint was updated on: may 12, 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: 05/18/2016: litigation received. Litigation alleges pain, inflammation, discomfort, and elevated metal ion levels. On (B)(6) 2015: pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated osteolysis and pseudotumor. No labs were provided for the alleged high metal ion levels. Update 02/03/2017: medical records received. After review of the medical records there is no new information that would change the existing investigation. This complaint was updated on: 02/23/2017. Update 03/01/17 medical records received. Upon review, there was a single metal ion lab, provided for cobalt level, which was markedly < 7.0 ppb, disputing alleged elevated metal ions. Revised for "pain and stiffness". Revising surgeon indicated "pseudotumor identified". Cup and stem were well-fixed. Indicated defects requiring bone graft of the "superolateral aspect of the femur" and "the medial aspect of the calcar", consistent with previously noted osteolysis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/22/2017. Update may 07, 2017: legal medical records received. In addition to what was previously alleged, litigation alleged difficulty ambulating. There is no new information added that changes the MDR decision. This complaint was updated on: may 12, 2017. Update jun 09, 2017: legal medical records received. After review of the medical records for the MDR reportability, it was reported in the clinical notes on (B)(6) 2016 that patient also had a contusion of left hip. This complaint was updated on jun 20, 2017. Update aug 25, 2017: medical records received. After review of medical records, there is no new information added that changes the MDR decision. This complaint was updated on: sep 20, 2017.

Event description:
Update jun 09, 2017: legal medical records received. After review of the medical records for the MDR reportability, it was reported in the clinical notes on (B)(6) 2016 that patient also had a contusion of left hip. This complaint was updated on jun 20, 2017.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/01/2017 medical records received. Upon review, there was a single metal ion lab, provided for cobalt level, which was markedly < 7.0 ppb, disputing alleged elevated metal ions. Revised for "pain and stiffness". Revising surgeon indicated "pseudotumor identified". Cup and stem were well-fixed. Indicated defects requiring bone graft of the "superolateral aspect of the femur" and "the medial aspect of the calcar", consistent with previously noted osteolysis. There is no new additional information that would affect the existing MDR decision.